Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to high rate non-sustained episodes and an increased sensing integrity counter (sic). Further investigation indicated that the episodes, and sic were related to electromagnetic interference. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.